Event description:
It was reported that catheter detachment occurred. The target lesion was located in a coronary artery. During percutaneous coronary intervention, the drive cable of the inner catheter was completely removed and it got pulled out while performing the usual setup. The procedure was completed with a different device used. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The device returned without retainer clip. The catheter was able to perform a good square image appeared in the ilab system, additionally, no other damage or abnormalities were observed during product analysis.

Event description:
It was reported that catheter detachment occurred. The target lesion was located in a coronary artery. During percutaneous coronary intervention, the drive cable of the inner catheter was completely removed and it got pulled out while performing the usual setup. The procedure was completed with a different device used. No patient complications were reported.